Event description:
The increase in seizures was above pre-vns baseline, and after medications were increased the patient was seizure-free. The physician does not see any clear cause of the increase in seizures other than the patient entering the early stages of puberty. No additional information has been received to date.

Event description:
It was reported that a patient was experiencing an increase in seizures following device replacement. Prior to the replacement the patient was seizure-free. The patient was only using cbd oil and vns for treatment of seizures, and so no medication changes are associated with the seizure increase. The physician increased the output current from 1.5 ma to 1.75 ma and increased the autostim threshold 40% to 50% because she felt that the patient's device was stimulating too frequently. X-rays were reviewed but no anomalies were observed. Upon decoder review it was found that the patient's seizure detection threshold was the only difference in settings between the last and current generators. No additional information has been received to date.